Event description:
During an acl procedure on a pt, there implants broke during insertion. All pieces retrieved. No injury and a "slight delay" resulted while retrieving the pieces. It is reported that a tap was not used prior to insertion.